Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that while setting-up for a total knee arthroplasty procedure, it was observed that the robotic assisted saw handpiece device was leaking oil before placing it on the sterile trolley. Removed from the set-up room and opened another velys tray and continued with usual set-up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Water was found inside the saw handpiece, but the device passed all pre-repair diagnostic assessment steps. Complaint condition was not confirmed. Despite of the evaluation not confirming the reported issue. Through ongoing investigations, it was established that two additional ingress egress modes were identified. This is being addressed as a non-conformance in the quality system. Device history record shows that the device was processed through the normal installation and inspection operations with no rework or nonconformities noted. The device met all required criteria at the time of release with no issues documented during the installation process. The assignable root cause was determined to be due to design.